Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient information, treatment settings and patient photographs. The user facility declined to fill out the incident form by stating to a lumenis healthcare professional who stated: "she didn't want to fill out the adverse event paperwork because she didn't want to draw attention to her office". An examination of the subject device by a lumenis technical engineer concluded the device operated to manufacturer's specifications. Device malfunction is not the suspected root cause of the reported event. A lumenis healthcare professional evaluated the reported event and patient photographs at the user facility during clinical training and concluded by stating "the patient's neck had approximately 20 small squares in a spaced out linear pattern. The squares were superficial and healing. I was not given any settings. In my opinion it appeared that pressure was not applied properly during this part of the treatment. The patient's upper lip and chin were clear." Additionally the healthcare professional noted that the user facility operated the device prior to in service training. Improper use of the device prior to training and device operator technique are determined to be the root cause of the reported event. On (B)(6) 2017: as part of remedial activity lumenis performed retro review of all safety complaints initiated between jan 01 2015 until jun 02 2017. Lumenis contacted the user facility directly to follow up on the patients status and to obtain treatment settings, patient information, and photographs, but no information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported to a lumenis service engineer that one (1) patient possibly sustained a burn to the neck area following hair removal treatment with a lumenis lightsheer infinity laser. No information regarding serious injury or medical intervention to preclude permanent impairment was received. It was further reported by the user facility that the subject device was a new install and the user facility operated the device before the in service training was completed.